Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR #3030677-2022-04650. Device investigation is housed in pr (B)(4).